Event description:
It was reported that restenosis occurred. This ranger global dcb otw 6.0 x 200mm, 150cm was selected for use in a percutaneous angioplasty procedure. The lesion was in the right superficial femoral artery. After placement of a non-boston scientific stent, the lesion was post-dilated with this ranger balloon and the procedure was completed successfully. Approximately one month later, restenosis was identified, and another stent was placed. No further patient complications were noted.